Event description:
It was reported that the right ventricular [rv] lead had high pace/sense impedance measurements for which a lead integrity alert was triggered. It was also reported that the rv lead was oversensing, t-wave oversensing was seen and noise was present. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data collected from the device was analyzed and revealed that there were four patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012 15:00:06 and (B)(4) 2012 03:00:12. The weekly pace lead impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance equaling 741 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2012. There were also ventricular short interval count v-sic equaling 88.7 counts avg/day, in 1.03 days, between (B)(4) 2012 16:12:16 and (B)(4) 2012 16:50:18. And there were four episodes of - ventricular nst (nonsustained tachycardia) less than or equal to 200 ms between (B)(4) 2012 06:48:50 and (B)(4) 2012 03:38:58, and one vf (ventricular fibrillation) equaling 170 ms average v-cycle on (B)(4) 2010 13:55:17.